Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original box unopened. However, the package has been bent in the middle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
It was reported that device was broken. Prior to use of the dynamic xt¿ unidirectional steerable diagnostic catheter, it was noted to be scratched and broken in the middle of the product. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was broken. Prior to use of the dynamic xt¿ unidirectional steerable diagnostic catheter, it was noted to be scratched and broken in the middle of the product. No patient involvement.